Event description:
Philips received a complaint on the xl+ device indicating that it cannot defibrillate while in sync mode. There was reportedly no patient involvement. Since the device is no longer under the warranty agreement the customer decided to repair on their own. The customer repaired the device however no information regarding the details of the failed/replaced component is available, the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.